Event description:
As reported by the user facility: serial #(B)(4), date of occurrence: (B)(6) 2013. Pump programmed to infuse "1cc/hr, delivered 0.6cc." No information as to what medication was infusing. No pt injury reported. Ref MFR report 9610825-2013-00273.